Manufacturer narrative:
The device was not returned and the serial number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a red system error alarm (not specified) display on the screen with no audible alarm tone during patient infusion. The medication being infused at the time was 4mg/250cc norepinephrine at 0.08 mcg/kg/m in the medical intensive care unit (micu) and that 35.4 cc/hr was being infused as patient weight was 118kg. There was no known patient injury, or medical intervention associated with this event. No additional information is available.